Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer previously replaced the graphic user interface (gui) and thought this resolved the issues. The fse provided the part information for the power management board to the customer. The customer reported that the issue had been resolved; however, the repair action was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit would not power on. There was no patient involvement event date not specified; estimate used.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 01may2019. The customer confirmed the power management board was replaced to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.